Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient was at work when they experienced being lightheaded and fainted. When a fingerstick was taken the cgm reading would have been significantly higher than the blood glucose reading (approximately 150 mg/dl). An ambulance was called, and the patient was brought to the hospital. When a fingerstick was taken the cgm reading was 170 mg/dl, and the blood glucose reading was 35 mg/dl. The patient was treated with unspecified intravenous fluids containing sugar. There was no documentation of further medical evaluation or intervention. The patient declined to provide further information, and it was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.